Event description:
Customer reports that the use by date appears as 09/31/2009, but that the year could be 2003 or 2006 as it was illegible. Manufacturer reports the expiration date as 3/31/06. No injuries reported. Requested return of suspect vial and replacement was sent.